Manufacturer narrative:
Multiple attempts were made to contact the patient to obtain the status of whether he had the sensor removed and the status of his infection without success. A supplemental report will be filed if the manufacturer obtains additional information from the user.

Event description:
On (B)(6) 2019 senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted. The patient was treated with antibiotics from his healthcare professional and wanted to have the sensor removed due to the infection.